Event description:
It was reported that the trial patient¿s stimulation was intermittent. The patient was on their second week of the trial for overactive bladder. It was noted that they moved a lead to the patient¿s right thigh and the patient had not had much good results from the device. The patient had tried everything else to treat their overactive bladder and was really hoping the device would work. It was reported that the patient spoke to their manufacturer representative today about how their stimulation was intermittent. The patient sometimes felt stimulation and sometimes didn¿t and the manufacturer representative could assist them with their situation but at the time of the call the manufacturer representative was just getting off a plane and the patient was driving. It was noted that the trial patient hadn¿t been able to get back in touch with the manufacturer representative since then. The stimulation had always been intermittent during the trial period. It was stated that when the patient first started they would feel stimulation but as the day went on there were times they wouldn¿t feel stimulation at all. The patient had the trial implanted 2 weeks ago.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was that the patient was not feeling stimulation after stage 1 was done on (B)(6) 2014. On (B)(6) 2014 they had the lead changed from the left to the right lead and the patent called the manufacturer 2 days later. Stage 2 was done on (B)(6) 2014 on the right lead. There were no malfunction seen and the patient recovered without permanent impairment.